Event description:
A physician reported a certas valve ((B)(4)) was implanted in a (B)(6) female patient via v-p shunt on (B)(6), 2021 with unknown setting. Six months after the procedure, ventricular enlargement and decreased cognitive function was observed. The pressure setting was changed, however, it did not improve the patient condition. A shunt failure was suspected and a contrast agent examination was performed. It was confirmed that there was a high possibility of shunt obstruction at the distal end. The valve was removed and replaced on (B)(6) 2022.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve (ID 828806) was returned for evaluation. Failure analysis - the valve was visually inspected; a needle hole in the needle chamber was noted. The position of the cam when valve was received was setting 1. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The valve functions. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted.